Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after removal of the 5mm instrument and inserting the instrument again; both trocars were leaking - background noise. It was necessary to change the trocars. The procedure was prolonged 15 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? No. If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Right from the trocar. Was a device inserted in the trocar during the leaking? If so, what device? A 5mm instrument was removed and another instrument, 5mm aswell, was inserted, right after that the trocar started to leak. Was any torque being applied to the trocar or device? No, not at all. The analysis results found that the device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90m71 expiration date: 02/2016 manufacturing date: 03/2011 (B)(4) leak failure (B)(4).